Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc glucose meter. A customer reported that the meter is not turning on with the strips and as a result, they were unable to obtain scans. The customer experienced hallucinations, strange dreams, nightmares, numb hands and face, and a loss of consciousness however, the customer was able to self-treat with glucozide. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc glucose meter. A customer reported that the meter is not turning on with the strips and as a result, they were unable to obtain scans. The customer experienced hallucinations, strange dreams, nightmares, numb hands and face, and a loss of consciousness however, the customer was able to self-treat with glucozide. No further information was provided. There was no report of death or permanent injury associated with this event.